Event description:
The customer reported to olympus, the video system center displayed communication error e105 during preparation for a diagnostic procedure (gastroenterostomy). Subsequently, the intended procedure was completed with the same device and the procedure was not delayed more than 15 minutes. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, communication error e105 was noted occasionally, caused by defective board of the device, the screen blacked out, and the indicators on the front panel light were flickering. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Establishment name: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (1)¿e105 was notified sporadically¿ was pointed out by the customer and was reproduced in the repair department. The phenomena (2)¿the screen turns black¿ and (3)¿the indicator on the front panel light was flickering¿ were pointed out by the repair department. It was reported that the sporadic occurrence of e105 and the screen blackout were caused by a defect in the board of the device. It was assumed that the screen turns black because of a defect in the image processing circuit while the e105 error is a lighting lamp error. Based on the instruction manual, regarding the front panel display flickering altogether, it has been confirmed that the lighting lamp may be defective, or the internal temperature of this product may have risen. It was assumed that it was related to the defect of the board. The causal relationship with the defect of the board with all phenomena could not be estimated. Olympus will continue to monitor field performance for this device.